Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump is "not working." Any patient involvement, injury or medical intervention is unk. During baxter's functionality testing of the spectrum pump, it display system error 105. There was no patient involvement.